Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified mid right coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status was good.